Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. The scope was tested on the in-house test system and the image is good in left eye however there was no image in the right eye. The tip heater current out of range and the overmold pulled away from connector housing.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the endoscope had an error message, and the left video was black. The clinical sales representative (csr) called in (from off site) with the customer on the phone to report that they received error messages of loss of right eye video¿ and ¿scope temperature unknown on an endoscope. The technical support engineer (tse) reviewed the onsite logs and found several 48221 & 48216 errors on the endoscope controller (ec) / endoscope (serial #(B)(6)). It was noted that the site was using their last sterile endoscope. The tse had the customer reseat the endoscope five times to clean the connector, but the issue was not resolved. The tse then recommended to clean the ec connector after powering off the system, but the surgeon did not want to troubleshoot at that time. The surgeon stated that he was going to move on. The tse advised the site to return the affected endoscope for evaluation. The tse indicated that not all troubleshooting steps were exhausted. There was no reported injury. The csr was informed by the surgical staff that the procedure was converted to open surgery. The patient was on the table, and the surgeon did not want to wait 30 minutes for a back-up endoscope to finish the sterile reprocessing process. No patient-related information was available.